Event description:
A ventilator was returned to the manufacturer for foam remediation. The device did not meet acceptance criteria of evaluation process due to problem with the initial power-up. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device powered on and operated, as it should. The issue of initial power-up problem was not confirmed. No repairs preformed. The unit is not needed for inventory and will be scrapped.